Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) ad right ventricular (rv) lead exhibited high out of range pacing impedance measurements. The physician suspected a lead fracture, however it was not confirmed. A revision procedure was performed where the rv lead was surgically abandoned and the ICD was explanted. A new system was implanted on the patient's opposite side. No additional adverse patient effects were reported.